Event description:
The pt/lay user contacted lifescan (lfs) in 2005 alleging that her one touch basic meter was not powering on. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The pt's meter stopped powering on six months ago. During that time the pt felt thirsty, sleepy and experienced frequent urination. She drank lots of water after attempting to use the meter and went to the hosp where she was treated with glucose. The battery was replaced less than a year ago and was in good conditions. The battery was correctly installed. The meter is not a new product and the meter does not power on by pressing the power button. Customer care agent (cca) sent the pt a replacement meter. It would have been helpful to know the pt's diabetes regimen, when the incident happened, whether the pt was testing using another device during the six months, whether the pt tried to attempt to test on the lfs meter at the time of the incident, the reading in the hosp and the diagnosis. The complaint is being reported as an adverse event, since a medical professional treated the pt with glucose.